Event description:
This hcu started to go through an update this morning, the user was alarmed because they were getting close to going on bypass so she unplugged the hcu from the qws. She continued to use the heater cooler, then it popped up with a contact service alert during the case. They swapped it because it wouldn't cool and now they are getting alarm code: 143 and it will not prime.